Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The complaint sample was returned with a stretched catheter shaft and the balloon was bunched up at the distal tip. The balloon could not be removed from the sheath because it had bunched up at the distal tip. Bunching up at the distal tip can be caused by the tack breaking or the balloon not being deflated enough before removal. It is possible the stretched section in the catheter shaft would have prevented the balloon from completely deflating. Prior to release the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the manufacturing records indicated that all of the device specification and quality requirements were satisfied. The following steps are listed in the instructions for use for this complaint type: caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
I need to get an RMA # for profiler balloon that would not come out of a sheath and needs to be evaluated. This is for (B)(6). The product was a profiler pta 7x4x40 balloon (#16801111, lot #995800) and they were trying to remove this balloon from a 6f cook check flo performer sheath. What is interesting is that this balloon is rated for a 5f sheath, so a 6f sheath should have been plenty large enough. I am returning both the balloon and the cook sheath for eval.